Manufacturer narrative:
H.10: no heater cooler device was upgraded with the vacuum and sealing at the time of surgery in 2016. Complaints database review revealed a device contamination complaint submitted in 2018 by this hospital. However, since the serial number of device is unknown, it is not possible to determine if the device contaminated was the same as the one used in 2016 surgery and it is not possible to determine if the device used during surgery was actually contaminated at that time. No additional information is available regarding this specific case. The root cause of the reported event could not be determined and the relationship between the reported event and heater-cooler device cannot be established. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova received report that a male patient underwent heart surgery on (B)(6) 2016 and an heater-cooler 3t system was used. Patient showed signs of unspecified infections. No information about date of ntm diagnosis provided. Patient died in 2019.

Manufacturer narrative:
Patient information was not provided. Model and serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The device serial number used during surgery is unknown. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.